Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed insulin flow block alarm during manual priming. The customer's blood glucose value was unknown at the time of incident. The customer has then replaced reservoir lot number and the issue was solved. The reservoir will not be returned for analysis.